Event description:
Customer stated that the product over-heated during a case. The procedure was completed successfully. There was no delay in the procedure. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was received by the MFR and the complaint was confirmed. Internal components were evaluated which revealed gritty bearings. Gritty bearings can often lead to friction between the rotating components which could often lead to over-heating of the device.